Event description:
During a cleaning/assembly/function check on one adult resuscitator hosp encountered a problem; which if present when attempting to use the equipment for its intended use would cause great harm. It is possible to interchange outlet covers on the e valve and the e-2 valve. These covers are threaded identically. If one attaches the outlet cover from the e-2 valve on the e valve assembly it will prevent passive exhalation. In a case where an intubated pt would be attached to this improperly assembled valve the potential for "stacking" breaths without exhalation will cause barotrauma and likely lead to a life threatening pneumothorax.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.